Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "when the arterial blood collection device was used to collect arterial blood from the patient, the blood collection device was pierced into the patient's body, and it was found that the blood could not be drawn out. Immediately replace the new arterial blood collection device for use, and change several blood collection devices to complete the blood collection task."